Manufacturer narrative:
This is a follow up #1 to report hospital information. No other additional event information was reported. This follow up does not change the investigation conclusion.

Event description:
This is a follow up report #1 to provide the hospital information associated with this case. No additional event information was reported.

Manufacturer narrative:
Method of evaluation: actual device not evaluated. The device was not returned for evaluation. It was not specified if the device was explanted along with the implant. Results of evaluation: no results available since no evaluation performed the lot associated with this event remains unknown; therefore a review of the device history records could not be performed. Evaluation conclusion: device not returned. As the manufacturer, lifecell is reporting this event due to the investigator's assessment that the serious adverse event is possibly related to the study device. The lot associated with this event is unknown; therefore a review of the device history records cannot be performed. Lifecell is attempting to gather the lot number and other relevant event information from the investigator. Based on the limited information and without any associated lot number information at this time, a relationship between the event and the strattice cannot be conclusively determined by lifecell. If addition information is reported, a follow up report will be submitted.

Event description:
Subject # (B)(6) is a female, as part of the investigator initiated clinical study ((B)(6) - a randomized controlled trial). This is not a lifecell sponsored study. It was reported that subject (B)(6) was implanted with a strattice pliable device (implant date and lot number not reported) and developed a deep wound infection (sae start date: (B)(6) 2015). The implant was removed, but otherwise there was no sequelae. It was not specified if the strattice device was also explanted.